Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during stent-assisted coil embolization procedure with the first coil when visualizing after contrast infection, a loop of the first coil herniated out of the aneurysm. The herniation of the first coil was resolved. A second coil (subject device) herniated out of the aneurysm through the stent struts and was taken out. The procedure was completed successfully and there was no patient impact.

Manufacturer narrative:
This is the second of 2 reports. Subject is not available.

Event description:
It was reported that during stent-assisted coil embolization procedure with the first coil when visualizing after contrast infection, a loop of the first coil herniated out of the aneurysm. The herniation of the first coil was resolved. A second coil (subject device) herniated out of the aneurysm through the stent struts and was taken out. The procedure was completed successfully and there was no patient impact.